Event description:
It was reported the atrial lead had impedance of 109 ohms bipolar and capture threshold were 4 volts with no capture in unipolar polarity. Insulation breach was suspected. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had expired. Follow up reported device check (B)(6) 2008 showed atrial lead warning with low impedance in bipolar. Reprogramming had been tried, but patient would not tolerate unipolar. Scheduled to follow up in one month. In (B)(6) 2009, cardiologist questioning pacemaker malfunction and told "top lead not working." The cause of death has been requested and not received.

Manufacturer narrative:
(B)(4). The plunger, suture, link, needles, and cuffs were not returned with the device, limiting the investigation. Evaluation of the returned device revealed no abnormal observations. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. There was no resistance when retracting the proxy needle plunger to suggest possible suture break or cuff-to-needle tip detachment might have occurred. Based on the investigation findings, the device performed according to specification and a root cause related to the reported event could not be determined. No manufacturing or quality issue was detected. A review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
It was reported that an unspecified physician; therefore, not known if trained in the use of the proglide device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. The only available information provided was that the device 'failed'. The method used to achieve hemostasis was not known by the facility reporter. Although requested, no further details regarding event or patient information were available.